Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Suspected false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with another brand of over the counter antigen testing.